Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). Initial reporter was from (B)(6), however the event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for a tic disorder. It was reported that the patient starting feeling discomfort. The patient went in to the hospital and found that their extension was broken in their chest. The patient is under observation. The patient is in good condition. No further complications were reported or anticipated.